Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of failed grip-clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed. The clip was unable to successfully clip onto the tubing during in-house testing. No grip misalignment observed. Additionally, the instrument was found to have a broken grip cable at the proximal end when the housing was removed. As a result, loose grip cable and non-intuitive motion can be observed. The probable root cause of this failure is attributed to a component failure. Moreover, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
It was reported during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not keep clip loaded. A backup instrument of same kind was used to continue the case. The procedure was completed with no report of patient injury.